Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 0.04322ml/day of saline via an implantable infusion pump for malignant pain and "spine/back." It was reported that a motor stall was seen at the initial interrogation of the pump. The patient recently had a MRI that was not done due to a suspected problem with the device/therapy. The patient had a MRI because they thought the patient had a stroke. The MRI occurred on (B)(6) 2018. It was reported that the patient was not checked post MRI. The pump had saline and was at the lowest therapeutic rate. A motor stall recovery was not seen in the logs. After later interrogation they hcp saw a motor stall recovery, but the recovery occurred more than 2 hours after exiting the MRI. No symptoms were reported. No further complications were anticipated/reported.